Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. The insulin flow blocked alarm functioning properly. Insulin ump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 463 mg/dl. Customer had blood glucose level of 424 and 302 mg/dl. Customer was not feeling ok for troubleshooting. Customer state that the insulin pump passed high pressure test and displacement test. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode feature. Customer stated that the insulin pump was looking fine. The insulin pump will be returned for analysis.